Manufacturer narrative:
The user facility was unable to provide a sample for investigation. The plant investigation is in progress. A supplemental medwatch will be submitted at the completion of the investigation.

Event description:
A user facility reported a patient had events of nausea, vomiting and shortness of breath during three separate hemodialysis treatments prior to admission to this outpatient facility. The patient's first ever date of dialysis was reported as of (B)(6) 2015. The patient's first ever date of dialysis was reported as (B)(6) 2015. The patient was changed to another manufacturer's dialyzer and the symptoms have not returned. She is reportedly doing well in outpatient chronic hemodialysis setting. No samples are available.

Manufacturer narrative:
Although requested, medical records were not received. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. An investigation of he lots delivered to the customer for the product in the three months prior to the event were reviewed and a lot number was not able to be determined. Review of the batch production records for each lot number delivered to the facility three months prior to the complaint date did not reveal a probable cause for the customer complaint. All dialyzer lots passed pyrogen testing and sterilization dosage was within parameters. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process.